Event description:
Md's had just finished an atherectomy of the left lower extremity and were attempting to remove the 45 cm destinaton catheter and it fractured, sheared, and the sheath unravelled. The md was unable to fully remove the catheter, and the patient was transferred to surgery for an exploration of the right groin with repair of femoral artery after removal of a 7-french sheath.